Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation transistor q45 was measured and found to have failed. This had resulted in the red status led illuminating incorrectly as per the reported fault. The fault was witnessed during the investigation. The faults could not be replicated when q45 was replaced. Due to the stress testing carried out during the investigation, this device shall be retained and replaced with another hdf-3500.

Event description:
The deviice had red and green status leds flickering. There was no patient involved.